Event description:
The male patient was treated by percutaneous coronary intervention (pci) two days after complaining of chest pain with the indication for the procedure as unstable angina. The mid-distal right coronary artery (rca) lesion was treated by implantation of three (3) cypher stents: a 3.0 x 18 mm (cypher stent #1), a 3.0 x 23 mm (cypher stent #2), and a 3.0 x 13 mm (cypher stent #3). The lesion was reported to be de novo - no additional lesion information was available. After the procedure, the patient was reported to have had an acute myocardial infarction (ami) confirmed by elevated cardiac enzymes (ck 1500 iu/I) - adverse event #1 (ae#1). Percutaneous transluminal coronary angioplasty (ptca) was done using a 2.5 x 8 mm balloon at 14 atm from the mid to proximal rca. An additional cypher 3.0 x 18 mm stent (cypher stent #4) was implanted distal to the previous three (3) stents in overlapping fashion.

Manufacturer narrative:
Nine (9) days after the index procedure and ae#1, the patient had two (2) additional cypher 2.5 x 23 mm stents (cypher stents #5 and #6) implanted in the mid left anterior descending (lad) lesion. No additional information is available. Ae#2: eight (8) months after the index procedure, the patient was reported to have suffered a stroke. The patient was reported to have had a stenosis of the internal carotid artery (ica). One month after the stroke, the patient had the ica lesion treated. The patient's left ventricular ejection fraction (lvef) was reported to be 45%. No additional information was available. This adverse event was determined to be not reportable. Ae#3: ten (10) months after the index procedure, coronary angiography was done as a live event hyogo. Stent fracture was identified at the overlapping portion of the previously implanted cypher 3.0 x 23 (cypher stent #3) and 3.0 x 18 mm stents (cypher stent #4). The stent fracture was treated by implantation of a driver 3.0 x 9 mm stent at 16 atm. Ae#4: at an unknown date, restenosis of the cypher 3.0 x 23 mm stent (cypher stent #2) was observed. The restenosis was treated by implantation of an additional cypher 3.0 x 18 mm stent (cypher stent #7) at 16 atm. Ae#5: thirteen months after the index procedure, coronary angiography was done and restenosis was noted in the previously implanted cypher 3.0 x 23 mm stent (cypher stent #2). No intervention was done at the time as there was good flow noted. The patient will be continued on medical therapy. The patient's antiplatelet therapy was unknown. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of four products used for the same patient. Please reference MFR. Report # 9616099-2006-00989, #9616099-2006-00990, # 9616099-2006-00992, and # 9616099-2006-00993.